Manufacturer narrative:
The patient required a second surgical procedure because a backup device was not available in the operating room at the time of the initial procedure. The device has not yet been returned to the manufacturer for evaluation. A supplemental report will be submitted under 21 cfr 803.56 when the device evaluation is complete. Device breakage or damage during surgical implantation is a known risk associated with this type of implant and is addressed in the device labeling.

Event description:
The complaint stated that the implant "broke during surgery." There was no patient harm reported. The surgeon could not complete the procedure due to the unavailability of a backup implant. No further information was provided.